Event description:
It was reported that an occlusion alarm occurred. During a pump system check, a new cartridge was loaded, and a minimum fill notification was received. A pump air leak was detected. It was also reported that a malfunction. Blood glucose level was high on cgm. The elevated bg was addressed with a manual injection. Reportedly, the customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.